Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the left arm due to lead migration. No device malfunction was suspected. The patient underwent a cervical paddle lead explant procedure. The patient was doing well postoperatively, and the explanted lead was kept by the medical facility.